Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient tested on a cobas 8000 e 801 module. The patient's initial troponin result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer. At 9:23, the patient's initial troponin result was 34.20 ng/l. At 10:40, the patient's repeat troponin result was 6.80 ng/l. The customer determined the repeat troponin result was correct and a corrected report was provided. The troponin reagent lot number was 523685 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer replaced the measuring cell. The investigation is ongoing.

Manufacturer narrative:
The troponin reagent lot number was 523685 with an expiration date of 31-jul-2022. The investigation reviewed the customer's calibration and qc results. The customer's calibration signals were higher than expected and the customer's qc results were ok. The investigation observed an "abnormal aspiration" alarm on the system's alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined.